Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer declined to troubleshoot the issue. The customer was informed that the issue may have been caused by a set occlusion, but it is difficult to know without troubleshooting. He customer was assisted with troubleshooting a keypad anomaly. The product was not returned for analysis.